Manufacturer narrative:
No applicable functional testing could be performed due to the condition of the returned device (balloon burst). For dimensional analysis wall thickness measurements were taken along the balloon tear. The balloon wall thickness measurements met the single wall thickness specification. During manufacturing, all balloon catheters undergo multiple 100% inspections. These inspections make it unlikely that a manufacturing non-conformance was the source of the complaint. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edward lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint of the balloon burst was confirmed, however no manufacturing non-conformances were found in the returned sample. Per the complaint report, the clinician suspected that a severely calcified annulus burst the balloon. All available information suggests that the balloon burst was most likely due to patient factors (heavy calcification) which contributed to this event. No manufacturing non-conformities or IFU/training inadequacies were identified. Review of the complaint history for september 2015 revealed that the occurrence rates for commander delivery system balloon bursts did not exceed the control limits. Therefore, no preventative or corrective action is required at this time.

Manufacturer narrative:
Inadvertently omitted date recv bt MFR: (24-nov-2015) in previous supplemental submission.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during the implantation of the 29mm sapien 3 valve, the delivery system balloon burst after full inflation of the balloon. Despite of this event, the implanted valve was deployed in a good position and no post dilatation was needed. The balloon burst was attributed to the patient's heavily calcified native annulus.

Manufacturer narrative:
Additional information: the delivery system was returned to edwards for evaluation. Visual inspection revealed a longitudinal burst, rigid distal end of the balloon, and a kink approximately 5¿ from the distal tip. No other abnormalities were noted. Investigation is ongoing.